Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Date of event is unknown.

Event description:
It was reported that the volume failed on the device.there was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem. The most probable cause is user error. There was no fault found. The service history review identified no indication that the complaint was related to a service of the device within the review period.